Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was chipped off and it getting loosed and buttons were worn out and had to pressed multiple times to clear the screen. Insulin pump was made grinding noise during rewind. Customer had no delivery alarm in the past. Insulin pump was looking battered. Battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.